Manufacturer narrative:
Siemens performed a decontamination of the system as well as the external water source. Siemens also checked the system. Sample processing: centrifugation 10 minutes 4000 turns, 12 cm of radius. Siemens is investigating. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer obtained a reactive (positive) atellica im sars-cov-2 total (cov2t) result for 1 patient. There was an error flag on the first repeat and the second repeat result was nonreactive (negative). The reactive result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t result.

Manufacturer narrative:
MDR 1219913-2021-00008 was filed on january 5, 2021. Additional information january 18, 2021: siemens has attempted to clarify if error flags were obtained on other samples. Customer noted that the issue was resolved by moving to atellica im cov2t reagent lot 006. Siemens continues to investigate the report.

Manufacturer narrative:
MDR 1219913-2021-00008 was filed on january 5, 2021 and MDR 1219913-2021-00008 supplemental 1 was filed on february 11, 2021. Additional information march 8, 2021: the account observed imprecision and signal flash shape errors with atellica im 1300 sars-cov-2 total (cov2t) lot 709002. The sample initially resulted as reactive. Upon repeat a signal flash shape error was observed. The sample was repeated again and a nonreactive result was generated. The system and external water system have been decontaminated. No further information is available. Based on the information available, the cov2t assay and system are performing as designed. The customer is operational. No further action is needed.